Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that customer had emergency room visit due to high blood glucose of 394mg/dl on (B)(6) 2018. Customer stated that insulin pump alarmed for no delivery and current blood glucose was 110mg/dl. Customer was treated with insulin pump and shots. Customer had symptoms like nausea, vomiting. Customer was wearing insulin pump at time of hospitalization. Customer stated that insulin exited but insulin pump alarmed for no delivery. Customer performed troubleshoot for no delivery which did not resolve the issue and found that occluded infusion leads to no delivery alarm. Customer¿s husband declined troubleshoot for high blood glucose. Insulin pump will not be return for analysis.